Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited impedance measurements of greater than 2500 ohms. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.